Event description:
Reporting status: serious injury-medical intervention. Reporting rationale: snaring was performed to keep the stent from dislodging during removal. Device issue: difficult to remove. It was reported that the device would not cross the lesion. Upon removal, the device could not be pulled into the sheath introducer and the physician thought the stent might dislodge, so he used a snare device to hold the stent in place and to remove the device. The stent did not dislodge. No pt injury was reported. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident. The inability to cross a lesion can be affected by numerous factors including, but not limited to, pt anatomical morphology, pt disease state, pre-dilatation strategy, device placement technique, interactions with other devices, device size selection, and accessory device support. It is possible that as the difficulties advancing were experienced, some of the struts became flared. However, it is also possible that other factors, such as a bunched balloon or kinks, contributed to the resistance. Without a returned device for analysis, a definite root cause for the failure to cross and resistance cannot be determined.